Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with failed battery test. The customer states they have tried to replace battery, but alarm remains. The customer's blood glucose level at the time of incident was 91mg/dl. Troubleshoot was conducted and the device alarmed for failed battery test. The customer was advised the pump would have to be replaced and returned for analysis.

Manufacturer narrative:
The pump was received with normal operating currents. The pump was monitored and no unexpected failed battery test alarms occurred during testing. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the lcd window, and a scratched reservoir tube window.